Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to select medication to patient. The technical support specialist navigated the user to approval queue page (medications > approval queue) and to select correct facility. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system the user was unable to select medication. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.